Event description:
The 3dmax mesh was placed bilaterally in the groin areas on (B)(6) 2016 at (B)(6) by dr. (B)(6). I subsequently had constant pain, severe pain, and swelling in the groin, thighs, legs, and abdomen for several months. I did not receive help after repeat visits to the surgeon or the emergency room. Any activity, however mild, created severe pain for several days. After several months I nearly died from severe pain and exhaustion. In (B)(6) 2016, I found a surgeon that would remove the 3dmax mesh at (B)(6). The mesh was removed on (B)(6) 2016 by 2 surgeons working over 4 hours by a full open abdomen approach. The surgeons removing the mesh found that it had damaged my bladder and had pressed on the spermatic cords hard enough to nearly cut the spermatic cords. I needed a bladder repair by cutting out the damaged portion of the bladder. There is still pain and swelling in the left spermatic cord and the left testicle. The left testicle may not recover and it may need to be removed. I subsequently got bladder infections from the catheter. Also, the two surgeons working over four hours to remove the 3dmax mesh and doing the bladder repair did not find any hernias. The mesh was placed unnecessarily. Also, the mesh that was placed was oversized. (B)(6).